Event description:
Procedure type: ileostomy takedown. According to the reporter: bleeding occurred around the staple line. Surgeon oversewed the staple line and immediately a hematoma occurred. The surgeon ended up resecting add'l bowel. It could not be reported if the case was delayed more than 30 minutes. Tissue loss occurred.

Manufacturer narrative:
(B)(4).